Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken cobalt chrome neck. Components not revised: conserve total bch femoral head, 38ch4200, lot 129944893. Dynasty pc shell 58mm, dspcgg58, lot 109951663. Dynasty a-class poly liner, dlxpgg42, lot 01739939420.